Event description:
It was reported the patient developed pain and suffering in the right knee following a total knee arthroplasty. No intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6 component code - mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.